Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the pacemaker was interrogated on (B)(6) 2019, and was showing normal battery depletion, and a longevity of 15 years. The patient was hearing a "tinking" sound coming from the device, and came back to the clinic on (B)(6) 2019. Another test was done on the battery by technical services, and the longevity was showing 13 years. The patient was seen again on (B)(6) 2019, and the longevity was showing 11 years. No adverse patient effects were reported. At this time, no further information has been provided from the field.

Manufacturer narrative:
Additional information received from the field indicated that this was only an inquiry, and not an allegation against the device. The device remains implanted and in service.

Event description:
It was reported the pacemaker was interrogated on (B)(6) 2019, and was showing normal battery depletion. The device was showing 15 years remaining. The patient was hearing a ticking sound coming from the device, and came back to the clinic on (B)(6) 2019. Another test was done on the battery by technical services, and the longevity was showing 13 years. The patient was seen again on (B)(6) 2019, and the longevity was showing 11 years. Additional information received from the field indicated that the longevity went back to normal when interrogated few weeks after the previous interrogation. The device remains implanted and in service. No adverse patient effects were reported.